Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the devices were not returned. If the devices are returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. PMA / 510(k) #: no information available on device to confirm applicable PMA / 510(k). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforator bit plunged while using an mr7 drill and a perforator driver. No further information regarding the model or serial numbers of the reported devices were provided. Additional information about the event is being followed up from the facility contact person.